Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2009. Received treatment for pain, bleeding, other injuries/symptoms: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: dysmenorrhea (cramping), pelvic/abdominal,menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), other injuries/symptoms: fatigue were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.